Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014 resulting in a severe low. Patient claimed her friend, an ER nurse, administered glucose tablets and orange juice. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. In addition, patient reported current condition as feeling fine. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported intermittent audio output.